Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left superficial femoral artery (sfa). As the 8.0x40x75cm express ld stent system was advanced ¿around the horn¿ the physician realized the device was not long enough to reach the lesion. While withdrawing the device, the stent dislodged on the patient¿s right side. The stent remained on the wire, but the physician was unable to get it into the sheath. He upsized the sheath, but was still unsuccessful. He then performed a cut down on the right side and was able to use the wire to bring the stent to the site of the cut down and remove it. The patient will be rescheduled for treatment of the left sfa. There were no additional patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).